Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient was experiencing pain near the ipg site, and only occurred in certain positions. The patient's therapy was off. Surgical intervention took place where the ipg was explanted to address the issue. The lead was left implanted and capped the extensions.